Event description:
It was reported that the blood temperature was not stable and not able to measure continuous cardiac output. Customer changed the cable and the monitor, but it did not solve the problem. Follow-up with customer indicated that the monitor and cables are not expected to be returned for evaluation.

Manufacturer narrative:
Device not returned.